Manufacturer narrative:
The manufacturer became aware on 10-dec-2025 that the user experienced hypoglycemia on (B)(6) 2025 following priming of infusion set tubing while connected to the body. Emergency medical services were required, and the user was admitted overnight before resuming ilet therapy the following morning. Multiple attempts were made to contact the user for additional details; no further information was obtained.

Event description:
On 10-dec-2025, the user reported that on (B)(6) 2025 they experienced hypoglycemia after filling infusion set tubing while connected, with blood glucose values not reported. The user attempted to perform a supply change and primed the tubing while connected to the body, and treatment prior to emergency response was not reported. The user was treated by emergency medical services and admitted overnight, and was reconnected to the ilet the following morning.